Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. Please see medwatch report # 2032227-2014-36589.

Event description:
It was reported that the customer experienced low blood glucose levels and required intervention by paramedics. The blood glucose reading was unknown. The customer's diabetes educator stated that she was hospitalized the month prior due to diabetic ketoacidosis. She stated that the customer had to call the paramedics multiple times due to low blood glucose events because the customer did not feel the low blood glucose levels anymore. The caller declined troubleshooting for high and low blood glucose levels. Nothing further reported.